Manufacturer narrative:
Correction: in initial report, the description of the stated: ¿topical or oral steroid dosage was given¿ however, topical steroid was not increased and oral steroid was not prescribed. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with corneal abrasion in right eyes post treatment and trace debris post flap lift in left eye. The topical or oral steroid dosage was given. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of dry eye, cloudy vision and left eye dull pain.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.